Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus delivery and motor encoder position error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube thread, and broken reservoir tube lip.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump quit working and it alarmed motor error. The customer stated that he was not able to get insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there were no motor position encoder errors from the pump. The customer stated that he was unable to complete the pump rewind. The customer will be sent a replacement pump.